Event description:
It was reported that the atrial lead was oversensing. The lead remains in use. The patient is enrolled in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c174awk implantable cardioverter defibrillator, (B)(6) 2006; 4195 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead was oversensing. The lead remains in use. The patient is enrolled in the panorama clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.